Event description:
It was reported that the port was implanted in 2004 via subclavian insertion. 3 mos later, the pt complained of pain during infusion of meds. An x-ray determined a leak in the catheter. The port was removed and replaced. There were no associated pt complications.